Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The outer insulation of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead exhibited high impedance, high thresholds, loss of capture and non-physiological oversensing. The right atrial (ra) lead also exhibited high impedance, high thresholds, loss of capture and non-physiological oversensing. Both lead were suspected to be fractured. The implantable cardioverter defibrillator (ICD) also exhibited loss of capture and non-physiological oversensing. The ICD and both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.